Manufacturer narrative:
(B)(4). This report for a low drain volume alarm (ldva) that occurred during initial drain was not confirmed due to a lack of sample. No root-cause has been determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
During troubleshooting for a low drain volume alarm, the care giver (cg) stated there was air in the tube between the transfer set and the abdomen. The tsr recommended that cg end therapy on the hc and try doing a manual drain (manual supplies) to see if the air drains out, then call the nurse regarding the air in transfer set tubing. The tsr then walked cg through ending therapy on the hc. The cg ended therapy, will do a manual drain and then fill, then cg will call the nurse. A follow up was done via phone call. The rn stated the home patient (hp) had informed them about the problem. The hp was just in the clinic and therapy was going well with no complaints. There was no injury or medical intervention was reported as a result of this incident.